Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of carboplatin, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to the patient's IV access site. At 1040, the delivery began. At 1510, the nurse noted that the option-lok male adapter had disconnected from the patient's IV access site. The customer contact reported that an unspecified volume of solution leaked onto the patient. It was reported the patient's skin was washed with soap and water. The leak of solution was cleaned up according to the user facility's protocol. There were no reported adverse patient effects nd no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.